Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported blood and sensor glucose discrepancies. The customer's blood glucose was 500 mg/dl, which was treated with a bolus via insulin pump. The sensor reading was 245 mg/dl. The customer stated that the insulin pump only gave him 8.6 units of insulin to fix the problem. He noted that he had the sensor in place for 5 days, which he was advised was considered off label use. He was advised to change the orientation of the transmitter to reduce movement. The customer was advised to remove and replace the sensor and agreed to return the device for analysis. The customer also reported having been hospitalized with high blood glucose of 1900 mg/dl, which was previously documented.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.